Event description:
"When using final tightening torque wrench and anti-torque, the head of the screw almost came off the screw. Head became locked in current position and contributed to cracking the pedicle. Screw had to be removed. The pedicle could not be used for fixation, resulting in sub-optimal fixation."